Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the office a few weeks after implant with increased thresholds. The patient was seen 4 months later and the thresholds had increased more. The lead was partially cap ped and a new sense/pace lead was added. The defib portion of the lead remains active.